Event description:
It was reported that the programmer was not recognizing the rf antenna. The antenna was tested with other programmers and was able to interrogate. Directions were provided to process and restore the device through a firmware download. The download was successful and the device rf functionality was restored. The patient will continue with regular follow-up. The patient was stable.